Manufacturer narrative:
Additional information received: it was reported that the physician first noted the sine on CT imaging on 2 months prior to the intervention procedure. The imaging was reviewed by a planning team and no sine was reported on their review. The physician suspected that the sine involved the distal segment of vamc2828c100te stent graft and it is believed that the cause might be due insufficient sealing as well as challenging anatomy, including a mycotic vessel. Film evaluation summary: the reported stent graft¿induced new entry tear (sine) could not be confirmed based on the images received; however, aortic dissection extending from the distal thoracic aorta into the abdominal aorta and iliac vessels was observed. Pre-implant CT images were not available for review; therefore, assessment of the pre-implant anatomy and comparison of the extent and presentation of the dissection prior to stent graft implantation were not possible. Complete post-implant CT datasets were also unavailable, and the still images included in the report provided only limited visualization of the aorta. While a sine cannot be ruled out, the observed distal extension of the dissection from the thoracic aorta may represent disease progression. Analysis of the available images did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valinat stent grafts vamf3228c150te & vamc2828c100te were implanted during the endovascular treatment of a thoracic dissection. It was reported 3 months later that intervention was performed for the treatment of a sine. During the intervention vamc3228c150te was intended to be implanted however during prior to implanting the device failed to flush at the side port. Saline flushed though the body but stopped at the tip, and back flow was noted from the center port at the back of the device. No blockage was observed. The device issue was discovered before implantation and was replaced with another size another size (vamc2828c150te) to continue the procedure. Per the physician the cause was device related. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vamc2828c100te, serial/lot #: (B)(6), ubd: 18-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.